Event description:
Additional information was requested on (B)(4) 2011, but no more information has been received.

Event description:
It was reported that after a right inferior bilobectomy procedure, it produced a fistula one week after surgery. It is unknown what action was taken to manage the problem. No device will be returning. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.